Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the labeling allegedly does not address overfilling of catheter balloon, and as a result, the patient's foley with a 5 ml balloon was over inflated with 15 mls of fluid.

Event description:
It was reported that the labeling allegedly does not address overfilling of catheter balloon, and as a result, the patient's foley with a 5 ml balloon was over inflated with 15 ml of fluid.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to inadequate translation / training of health practitioners for proper insertion. The device was not returned for evaluation. The lot number was unknown, therefore the device history record could not be reviewed. The labelling review could not be performed due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.